Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated there was a scratch on the insulin pump's screen. Customer reported they were unable to read the screen due to the scratch. Customer's blood glucose was 145 mg/dl. The customer could not recall how the damage occurred on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.